Event description:
Philips received a complaint regarding the heartstart mrx, indicating a failed co2 inlet leakage test. There was reportedly no patient involvement. A philips bench technician conducted the evaluation of the device, performing necessary tests and inspections to identify the failed co2 inlet leakage. The problem with the medical device was discovered during preventative maintenance testing. The reported issue was caused by a failed co2 inlet leakage test, which revealed a measured leakage rate of 7 ml/min, exceeding the acceptable range of 0 to 4 ml/min. An attempt was made to order a replacement part to address the co2 inlet leakage. However, it was discovered that the device has exceeded its service life. As a result, the process of scrapping the device is pending approval. The device has exceeded its service life and is pending approval for scrapping. The device remains at the customer's site. No further action is warranted at this time.